Event description:
Procedure type: low anterior resection. According to the reporter: customer stated that during the surgery of rectal low resection, the doctor used endogia and staple cartridge 030458 to close and divide the tissue. After the staple cartridge was fired, it went ahead for 0.5cm, then it wasn't able to be continued to be fired, or to open the jaw. The jaw locked a small part of the tissue. But it was relatively easy to remove the device from the tissue. The surgeon used grasping forceps and inserted it into the gap within the reload to expand the jaw gap, then removed the reload from the tissue. Then new staple was used to conclude the surgery. The incomplete staple line was resected and re-stapled. Surgery time did not extend over 30 minutes. There was no blood loss of over 500cc's. The patient is currently in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).